Manufacturer narrative:
(B)(4) (ileus occurred) - (B)(4). Conclusion: the device instructions for use warn "use the gynecare prolift+m systems with care, and with attention to pt anatomy and to proper dissection technique, to avoid damage to vessels, nerves, bladder, bowel and vaginal wall perforation. Users should be familiar with surgical procedures and techniques involving pelvic floor repair and synthetic meshes before employing the gynecare prolift+m systems."

Event description:
It was reported that a pt underwent a total pelvic floor repair procedure on (B)(6)2010. On the first post-operative day, the pt had signs of paralytic ileus and urinary stasis. A sonogram found a 5-6cm hematoma in area of pelvis. On (B)(6)2010, the pt underwent a laparotomy for suspected perforation of the colon and enterococcemia. On (B)(6)2010, the pt underwent a laparotomy and a sigmoid perforation by the right posterior arm of the mesh was found. Due to the fragile condition of the pt, the arm was left in situ. The pt was treated with antibiotics (avalox, tacobact and meronem). The pt was at home from (B)(6) 2010 to (B)(6)2010. On (B)(6)2010, the pt returned for emergency hospitalization with signs of septic shock. The pt was resuscitated and placed on artificial respiration. On (B)(6)2010, another laparotomy was performed. On (B)(6)2010, the pt expired. The official cause of death was multi-organ failure with urosepsis.